Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the cataract surgery with intraocular (iol) lens implant procedure, a small linear crack perpendicular to the optic edge, near the trailing haptic-optic junction was found. Additional information has been requested.